Event description:
Pt implanted with lcp reconstruction plate on (B)(6) 2011. Bone fracture was treated with plate bridging. Follow up visit showed a broken pate. Reportedly, pt was playing tennis when the implant broke. Plate was removed on (B)(6) 2011.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.